Event description:
Company rep reported a lap-band port was explanted and replaced due to an alleged leak. The reporter did not know how the problem was first noticed or if any diagnostic testing was performed. Further info has been requested but has not been received at this time.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number and serial number provided by the reporter the connector type is assumed to be a taper ii. Further info from the reporter regarding the implant date has been requested visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."